Manufacturer narrative:
The device was received not deployed. Data obtained from the device shows that the pod completed both priming sequences with an expected number of pulses in each sequence. A drive stall was generated towards the end of operation. A drop in pulse widths was observed in conjunction with the failure of the ratchet gear to change from an open to a closed state. The device was reset but suffered a communication error while attempting to connect to the master pdm so the device was unable to be rerun. It was determined that the failure of the ratchet gear to rotate was the result of the hook talon failing to détente as intended. Examination of the drive mechanism components found contamination on the commutator cap.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached over 250 mg/dl.